Manufacturer narrative:
Haemonetics confirmed software change that caused the issue, (B)(4) nexsys software. All customer sites with this version of software were notified and provided a training guide to determine defect. Haemonetics also conducted code review and recreated the issue in a test environment. An update to the software code was implemented at all customer sites that were effected.

Event description:
On (B)(6) 2020 haemonetics was notified of three target volumes above the 100ml threshold with persona utilizing the nexsys pcs system. This was discovered when reviewing a procedure report used in the opi's qa system. There was no reported impact to patients' health.